Event description:
The pt reportedly experienced sound perception problems and intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. External equipment was exchanged and programming adjustments were made. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device is to be scheduled.